Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported the patient received the following results: 22:25 ¿ 8.1 mmol/l, 22:26 ¿ 10.2 mmol/l; 7.8 mmol/l, 22:28 ¿ 6.6 mmol/l, 22:36 ¿ 11.9 mmol/l; 8.9 mmol/l, 22:37 ¿ 13.8 mmol/l, 22:38 ¿ 9.4 mmol/l, 22:46 ¿ 8.9 mmol/l, 22:47 ¿ 8.7 mmol/l, 22:48 ¿ 6.2 mmol/l, 22:49 ¿ 8.5 mmol/l, 22:53 ¿ 9.3 mmol/l.